Event description:
It was reported that the patient experienced an inadequate stimulation. During a supposed revision procedure, the physician was unable to relocate the lead after multiple attempts. The physician opted to explant the system instead. No device malfunction was suspected. The explanted devices will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7089604 UDI: (B)(4).